Event description:
Boston scientific received information that this patient had their device explanted and replaced with a competitor device. It was alleged that this device did not get the job done. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.